Manufacturer narrative:
Section e3: occupation is patient/consumer. The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6). At 11:51 a.m., the meter result was 6.4 inr. At 11:58 a.m., the meter result was 3.8 inr. The patient¿s therapeutic range is 2.5-3.5 inr.